Manufacturer narrative:
(B)(4).

Event description:
It was originally reported that the patient experienced poor pain relief and uncomfortable parasthesia in the abdomen/chest area. When the patient met with the company representative in the late summer he was told that the lead was "fractured." He noted that he had to "bend, twist, and turn" to feel the stimulation. Reprogramming was unsuccessful in resolving the problem. Impedance measurements were >4000 ohms in all electrodes except 0-1, 0-3, and 1-3 and those gave the patient uncomfortable stimulation. The patient had an appointment on (B)(6) 2011 with their neurosurgeon with a likely plan for a revision. Additional information was requested.